Event description:
Hill-rom technical support received a report from the account stating the nurse call would not work. The bed was located in the bed shop at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technical support rep performed trouble shooting with the account over the phone. The bio med from the account found the site communication board pin was broken caused by the account staff not unplugging the bed from the wall before moving it.